Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure when the patient sat up, the device was noted to have migrated/dropped and the right ventricular lead r-waves had decreased and the threshold had increased. It was also observed that the slack on the lead was gone via chest x-ray. The device and lead were repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.